Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (b)(46 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient had lost a significant amount of weight and because of the weight loss, their device caused pain and discomfort. The patient¿s device was explanted as a result of the issue. It was noted the patient¿s indication for device use was non-malignant pain. No further complications were reported or anticipated.